Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Later healthcare professional reported "dehiscence". Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: IV, wound dehiscence.